Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd cathena safety IV catheter the safety mechanism failed and did not deploy. The following information was provided by the initial reporter: functional problem at the level of the safety of the catheter, at the time of the installation of infusion at the time of withdrawing the needle, the safety was not functional: risk of accident of exposure to blood (aes) - bare needle. No accident to report.

Manufacturer narrative:
H.6. Investigation summary: one photo was received by our quality team for evaluation. From the photo, the safety mechanism was observed to not be fully activated and there was blood at the needle hub flashback chamber. A device history record could not be evaluated as the lot number is unknown. From the returned photo, the safety mechanism was observed to be not fully activated and there was blood at the needle hub flashback chamber. However, the team is unable to determine from the photo if there is a dent on the cannula or if there is safety activation components failure / damage that resulted the safety activation failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Batch number is unavailable and hence unable to perform the DHR review of the affected batch. As the actual sample was not returned for investigation, actual root cause could not be established. H3 other text : see h10.

Event description:
It was reported while using bd cathena safety IV catheter the safety mechanism failed and did not deploy. The following information was provided by the initial reporter: functional problem at the level of the safety of the catheter, at the time of the installation of infusion at the time of withdrawing the needle, the safety was not functional: risk of accident of exposure to blood (aes) - bare needle. No accident to report.